Event description:
On (B)(6) 2015, information was received from a company representative regarding a male patient who was receiving an unknown drug via an implantable pump for intractable spasticity and a head/brain injury. On an unknown date, the patient experienced an infection and his whole device system was explanted. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated the event was reported to the manufacturer representative via a healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.